Manufacturer narrative:
Philips service replaced the nicol vasc v2 coll collimator and returned the device to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the frontal collimator was defective, making shutters unavailable on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.